Event description:
Complainant alleged that while attempting to monitor the heart rhythm of (B)(6), female patient the device in appropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the malfunction was not duplicated during subsequent testing.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.